Event description:
It was reported that the cassette not attached properly alarm was persistent. The alarm did not clear even after the cassette was removed. The event happened during testing. There was no patient involvement.

Manufacturer narrative:
The suspected device was returned for evaluation. No discrepancies related to the complaint were found during visual inspection. The event history log was reviewed and there were no errors related to the customer complaint. Functional testing was performed, and the reported issue was not confirmed. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. Performed downstream occlusion (dso)/upstream occlusion (uso) calibration. The device was reset to standard configuration, and the software was updated.